Manufacturer narrative:
Filing this correction supplemental report for the following: correction to field f10: device codes. Correction to field h6: device codes.

Event description:
It was reported that an out of range pacing impedance measurement was recorded on the right atrial (ra) lead. The specific ra pacing impedance measurement was not determined. Additionally, an out of range shock impedance measurement of zero ohms was recorded for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. Noise was also observed on the recent stored electrogram (egm). Subsequent shock impedance measurements and ra pacing impedance measurements were stable and within normal limits. Technical services (ts) discussed the potential of electromagnetic interference (emi) and recommended troubleshooting options. Available information indicates this product remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that an out of range pacing impedance measurement was recorded on the right atrial (ra) lead. The specific ra pacing impedance measurement was not determined. Additionally, an out of range shock impedance measurement of zero ohms was recorded for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. Noise was also observed on the recent stored electrogram (egm). Subsequent shock impedance measurements and ra pacing impedance measurements were stable and within normal limits. Technical services (ts) discussed the potential of electromagnetic interference (emi) and recommended troubleshooting options. Available information indicates this product remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.